Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-9563-20 was received for investigation. Upon visual inspection, it was noted that the threads of the 5.5x20mm peripheral screw, locking were damaged. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error due to excessive force used and/or misaligned insertion during use. Complaint allegation is not confirmed.

Event description:
On (B)(6)2025, a sales representative reported via phone that an ar-9563-20 univers revers modular glenoid system, peripheral screw had an issue. During a reverse total shoulder arthroplasty procedure on (B)(6)2025, when the surgeon was trying to use the screw, the screw would not lock into an ar-9580-2410s univers revers modular glenoid system augmented base plate inside the patient. The screw was removed from the patient in one piece, nothing broke, and there was no harm. Another ar-9563-20 univers revers modular glenoid system, peripheral screw with a different unknown lot number was screwed into the same ar-9580-2410s univers revers modular glenoid system augmented base plate inside the patient and the procedure was completed successfully. There was no complaint allegation against the base plate. The case was not delayed and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.